Manufacturer narrative:
(B)(4). High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hw26968 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Additional information provided indicated that the patient felt his pump vibrating more than usual.  It is likely that the thrombus contributed to imbalance of the impeller thus causing pump vibration. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power and excessive vibration event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that patient called with high watt alarms. The patient stated that there was no change in color of urine and he was getting labs and stat echo in emergency room (ER). Patient stated that he thinks he feels his pump vibrating more than usual. It was stated that the team decided to use tissue plasminogen activator (tpa) for high watts and that the watts returned to baseline on (B)(6) 2017. No additional information available.

Manufacturer narrative:
It was reported from the site that tissue plasminogen activator (tpa) was given and was successful initially, but powers elevated again. It was also stated that on (B)(6) 2017 the patient had pump exchanged. It was said that the pump would be returned to the manufacturer. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.